Event description:
The complainant contacted leica biosystems and reported the following: "reagent pooling. Some tissue damage, on rapid processing cycle, discussing reprocess samples now". The complainant documented that the affected patient tissue samples were derived from the "routine 12hr" protocol comprising (B)(4) cassettes, which started in retort a at 19:30pm on (B)(6) 2022 and completed successfully at 07:30am on (B)(6) 2022, and the "rapid 4hr" protocol comprising (B)(4) cassettes, which started in retort b at 03:30am on (B)(6) 2022 and completed successfully at 07:30am on (B)(6) 2022. The complainant also documented that "cracking" was seen in patient tissue samples from the "routine 12hr" protocol, which comprised "routine-a range of skins, gi, colon resection etc" with the size detailed as "routine pieces are bigger (to fill the cassette), no thicker than 4-5mm"; and "poor processing, loss of nuclear detail, no nuclear definition, tissue lifts off slide easily" was seen in patient tissue samples from the "rapid 4hr" protocol, which comprised "routine-a range of skins, gi, colon resection etc" ranging in size "between approx. 2x1x1 mm (biopsies) and 15 x 2 x 1mm (core)". The complainant further documented the following in relation to the regimen to be used when re-processing the affected patient tissue samples: "...we will take the tissue back to water by hand, 3x xyl for 30mins each, 3x ims for 30mins each, then put back on rapid process schedule. Routine will not be re-processed." On (B)(6) 2022, a leica field service engineer visited the customer site to assess the operation and function of the instrument, and the following was documented: "instrument tested and working correctly, also carried out a pm as the service was due." On (B)(6) 2022, leica biosystems melbourne received the following information from the local leica applications consultant: "I just had the following back from the customer. ...we are waiting to get a full picture of the number of cases that we cannot report, however there will be a proportion of the biopsies that were on that processing run, that this applies to - gi biopsies that are querying barrett's. We have started an incident, via datix, and will add case details, as needed. We will keep you informed'. I'm booked to go to site next tuesday so I should be able to get the full picture then, if not before." On (B)(6) 2022, leica biosystems melbourne received the following further information from the local leica applications consultant: "I've had the following response from the customer today: ...there is one case that there is a possibility, that repeat biopsy is needed, however we are waiting for further levels and p53 on the case. We will not know the outcome until monday pm. Other cases may be identified, however there is a much lower possibility of repeat biopsy. The one case in question is: rt, 87 year old, male.'" On (B)(6) 2022, leica biosystems melbourne received the following further information from the local leica applications consultant: "I spoke with the lab manager yesterday and he confirmed that it is still just the one patient that will need rebiopsy. There were also several barrett's patients that will be called back for review after one year rather than 3. I have requested this information in writing but am yet to receive it so I'll send it over as soon as I have it."

Manufacturer narrative:
Investigation of this complaint found that histocore peloris 3 tissue processor serial number (B)(4) functioned as designed during the execution of both the "routine 12hr" protocol comprising (B)(4) cassettes, which started in retort a at 16:58pm on (B)(6) 2022 and completed successfully at 07:30am on (B)(6) 2022 and the "rapid 4hr" protocol comprising (B)(4) cassettes, which started in retort b at 16:59pm on (B)(6) 2022 and completed successfully at 07:30am on (B)(6) 2022, from which sub-optimal processing of patient tissue samples was reported by the complainant. The investigation employed onsite testing of the instrument suspected in the reported adverse event. The leica field service engineer responsible for the testing recorded the following: " instrument tested and working correctly, also carried out a pm as the service was due." The root cause of the sub optimal processing of patient tissue samples reported by the complainant could not be determined from the information available. The investigation findings did not lead to a clear conclusion about the cause of the reported adverse event.

Manufacturer narrative:
Based on information detailed in section b5, the following changes were required: section a1, a2 and a3 - removed patient identifiers. Section b5 - added additional information received. Section g6 - selected follow-up #01. Section h2 - added follow-up types. Section h6 - revised health effect - impact code.

Event description:
On 15 august 2022, leica biosystems melbourne received additional information from the leica applications consultant sw UK provided by the complainant in relation to patient impact and outcome, which required further clarification. On 22 august 2022, leica biosystems melbourne received the clarifying information required from the complainant. This information detailed that re-biopsy of 87 year old, male patient rt was no longer required; confirmation that the "gi cases" (previously referred to as barrett's patients) had been reported and there would be close follow-up; and three (3) "skin cases" that were very difficult to interpret had been reported, one of which was being sent externally for a second opinion with no anticipated change in result. The three (3) "skin cases" that were very difficult to interpret had not previously been notified to leica biosystems.